Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, self test and reset error test. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump had a cracked case at a display window corner, cracked window, minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported the customer was hospitalized from a climbing accident. It was found the customer had fallen off a cliff and had compound fractures. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was unknown. It was also found the customer received a no delivery alarm on their insulin pump. The customer was unable to troubleshoot at the time of the call. Advised the customer to complete an infusion set change. No additional information provided.